Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked approximately 10-12 hours into the infusion, resulting in the drug coming into contact with the patient's skin. The issue was further described as a disconnection at the point where the device attached to the patient's porta cath positive displacement device. The device contained 5825 mg of fluorouracil diluted in 0.9% sodium chloride with a total volume of 230 ml. There were no reports of patient injury or any medical intervention associated with this event. No additional information is available.